Event description:
Triple needle brush would not retract fully back into the sheath our of the package. The device was not used in a procedure and new device was opened and the procedure was completed.

Manufacturer narrative:
This report is being supplemented to provide information that was inadvertently not provided in the initial medwatch report and to provide the results of the evaluation and investigation of the returned device. G3: date received by manufacturer was blank on the initial medwatch report and should have been entered as 11-feb-2022. The subject device was returned for evaluation. According to the investigation, when the sheath was straightened out, the brush was able to fully retract. With the sheath tightly looped (in two loops, less than four inches in diameter), the brush tip was difficult to retract. Veran will continue to monitor field performance for this device. This supplemental report is being submitted as a corrective action following a retrospective review of complaints in response to an observation from an external inspection.